Event description:
It was reported that the valve was stuck at pressure level 2.0.

Manufacturer narrative:
The valve was adjustable and remained at all pressure level settings. It was patent and passed siphon, reflux and leakage testing. It was within specifications for pressure-flow and preimplantation tests. The conditions of the complaint could not be duplicated in the lab. A review of the manufacturing records was not possible as no lot number was provided. All of our products are 100% tested at the time of manufacture.